Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, an error message indicating the robot boom was disabled appeared, with error 32100 pointing to the acp5 (op). The technical service engineer (tse) guided the caller through a hard power cycle/epo on the robot, but this did not resolve the issue. The customer decided to move the procedure to their xi system in another room. The procedure was aborted to another dv system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that the reported error 32100 occurred on the axes controller platform (acp) 5 and replaced it to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit was returned to failure analysis, but the reported error 32100 could not be replicated. On artemis, error 32100 was found indicating that the fault occurred in the field. Visual inspection was performed, but no issue was found related to the reported event. The acp was installed in the golden system where the board was programmed successfully. Robot arm breaks were working normal. The system was set to run 10 power cycles and sit idle for one hour. Once testing was completed, the system error logs were investigated, but no error could be found. As a result of these findings, failure analysis concluded that no root cause attributed to the reported event. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.